Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated that the hub of the mac-loc drainage catheter detached sometime after being introduced into the patient. It is unknown where the device was inserted or the reason for placement. It was reported that the most likely procedure being performed was a nephrostomy. A section of the device did not remain in the patient. The event was treated with an additional procedure to replace the original tube. No other procedures were required and the reporter indicated that the patient did not experience any adverse effects as a result of the incident.